Event description:
It was reported that the device had an unexpected longevity and triggered the elective replacement indicator (eri) in less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 419488, lead, implanted: (B)(6) 2010; 694765, lead, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.